Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was delayed and the patient was examined in another room. It was reported to philips that the c-arm movement were unavailable. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found symptoms consistent with failure of the clea extension board 1 (spc2) in the arc control unit. To resolve the issue, the fse replaced the clea extension board 1 (spc2) in the arc movement control unit (spc). After replacement the device returned to good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the c-arm geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.